Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month. Updated d4 lot number, expiration date, unique identifier, d6a implant date, c2/d10 concomitant therapy. There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to erosion through the glans. There was no ipp implanted. There were no additional patient complications reported.

Manufacturer narrative:
Date of event: unknown, used the first day of the aware month. There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the inflatable penile prosthesis (ipp) due to erosion through the glans. There was no ipp implanted. There were no additional patient complications reported.